Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the art line/transducer set was leaking blood at the septum during hemodynamoc monitoring of an adult patient. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed since the lot number was not provided.